Event description:
It was reported that during a prostate procedure, the physician was surprised with a strong light coming from the fiber at (B)(4) and 43:51 minutes of use. The light was observed to be coming out from where the device was being rotated with the thumb and index finger. The fiber was still firing when it was noticed that it had broken and the physician felt a slight burning in his thumb. The procedure was interrupted, and the room lights were turned on. Upon closer inspection, it was noted that there was a slight injury to the physician¿s finger. The tip of the fiber was not cleaned during procedure. The fiber was replaced and a second fiber was utilized to complete the case. There was no harm to the patient. The physician claimed that the failure may have occurred due to the wear and tear of the rotation of the fiber as the technique of vaporization surgery requires. No further information is available.